Event description:
It has been reported to philips that the allura device would x-ray, but would not display the images. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and found that the system could perform fluoroscopy and exposure but there was no image after the exposure. The fse checked the dfc and found that the detector was defective. The fse advised the customer to replace the part. The customer rejected the fse's advise to order the replacement and no service was performed by philips. No further information regarding the issue has been provided. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.